Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope system center displayed error code e105 (image processor/light source). The issue occurred during preparation for use. There were no reports of patient involvement or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Additionally, it was found a burnout of led (light-emitting diode) harness. Based on the result of the investigation, it was assumed that the led (light-emitting diode) unit had burned out the harness of the led (light-emitting diode) unit, resulting in the failure, and the error code was displayed. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.